Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using powerport m.r.I. During a port placement procedure, the catheter allegedly found fractured. Reportedly, the groshong catheter of the port was fractured into two pieces with the distal portion of the catheter located in the ventricle portion of the heart. The device was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, five electronic photos were provided and reviewed. The photos show one port with attached catheter and one catheter segment. Blood residues were noted near the cath lock. Complete break was noted. Therefore, the investigation is confirmed for the reported catheter fracture and material separation. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using powerport m.r.I. During a port placement procedure, the catheter allegedly found fractured. Reportedly, the groshong catheter of the port was fractured into two pieces with the distal portion of the catheter located in the ventricle portion of the heart. The device was removed. The current status of the patient was unknown.